Event description:
Patient experienced grating and grinding on left knee. Exams indicated loosening of implant in left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate loosening involving a tri ts baseplate size 3 was reported. The event was confirmed. A review of the provided medical records indicated, ¿in this patient with systemic lupus and diabetes, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ a review of the provided medical records concluded, ¿in this patient with systemic lupus and diabetes, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, revision operative report, and patient x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient experienced grating and grinding on left knee. Exams indicated loosening of implant in left knee.